Manufacturer narrative:
The display was blank due to moisture damage on the electronic assembly. No further testing could be performed due to the blank display.

Event description:
It was reported that the display on the insulin pump was frozen. Troubleshooting was performed, but the display could not be restored to normal operation. The customer was advised to revert to a backup plan to treat her diabetes. Nothing further was reported.